Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Due to a pulmonary problem, the patient was in the hospital on a telemetry unit. The patient was in sinus rhythm between 58 and 63 ppm. The device was set to 60 ppm in ddd mode. No sensing of p-waves was observed. The device sensed when set to 0.5 mv unipolar, but sensing was lost at 0.75 mv. The device did not sense p-waves in the bipolar configuration. The physician elected to program the device to a base rate of 50 ppm in vvi mode.